Manufacturer narrative:
(B)(4).

Event description:
On 05dec2016 a patient¿s (pt) parent called to report that the pt was diagnosed with a corneal ulcer os while wearing the acuvue oasys brand contact lenses (cl). The parent reported that the pt experienced eye pain, nausea, sensitivity to light within a few days of wear. The parent took the pt to an urgent care center because they ¿thought the pt had a piece of glass or a piece of the lens in the pts eye.¿ the pts parent reported that the pt did not receive any treatment or a diagnosis and was advised to take the pt to a specialist. On 06dec2016 a call was placed to the pts treating eye care provider (ecp) and additional information was obtained as follows: a representative at the ecps office reported that the pt was seen on (B)(6) 2016. He/she also reported that the pt stated that he/she had been to an urgent care center previously. The representative reported that the urgent care center ¿tried to remove what they thought was a piece of cl or glass.¿ the ecp ¿noted pt had an abrasion from the q-tip used at the urgi-center to remove the object.¿ the representative noted that the pt was diagnosed with os corneal abrasion, initial encounter, infiltrative keratitis with no ulcer or infection present. The pt was given zylet qid os and artificial tears until follow-up. The pt was advised not to wear contact lenses until the return appointment. On (B)(6) 2016 the pt was seen for a follow-up visit with complaints of light sensitivity and nausea. The representative reported that the ¿condition was resolved and still no ulcer.¿ on (B)(6) 2016 the pt was seen again for a follow-up visit with complaints of ¿sick feeling and light sensitivity.¿ the representative reported that the ecp noted ¿os iritis possible, subclinical, no other explanation for symptoms.¿ the ecp noted that all corneal findings were normal. The pt was prescribed pred acetate qid for 5 days ¿just in case.¿ the pts parent reported that the suspect lens was discarded. The event resolved and the pt was refit in the acuvue oasys 1 day brand contact lenses. The event date is (B)(6) 2016. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l002lvr was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.